Event description:
Smiths medical international ltd, has been notified of an event of the purple tracheostomy handle did not pass over the wire stiffener. The tracheostomy procedure was abandoned half way through which allegedly led to cardiorespiratory arrest due to loss of airway.

Manufacturer narrative:
Smiths medical international was notified of this report on the event date. However, smiths medical inc. Was not made aware of this report until october 8, 2008. The investigation into this report has not been completed. Upon completion of the investigation, a f/u report will be submitted.